Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
The pt reported that she had her device removed due to an infection that turned into bacterial spinal meningitis. No pt symptoms were reported. The pt stated, that the device was analyzed by the hospital (date not reported) and the results came back that the catheter tip cultures were contaminated with "pseudomonas aeruginosa - more than 15 colonies." The pt stated, that this bacteria is resistant to a lot antibiotics and she almost "died" from the treatments, but now no longer has an infection. The hcp reported, the pump was programmed to deliver morphine (concentration and dose not reported). The date of the last refill was unknown. The pt experienced unspecified meningeal signs/symptoms. The primary location of the infection was the catheter track. A culture of cerebral spinal fluid was taken (date not reported). The results showed pseudomonas. The pt was diagnosed with meningitis. The pt was treated with unspecified perioperative and intravenous antibiotics. It took the pt awhile to recover, because of the antibiotic resistance the bacteria exhibited. The infection resolved.